Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and noticed pump was not working and also alleged pump was losing time. The customer reported blood glucose value of 229 mg/dl. The customer was treated with manual injection. The event involved products mmt-1715kl, unomedical and mmt-332a. Troubleshooting was performed for cosmetic damage and stated that the pump was dropped, no visible damage on the pump but pump rattled when shaken, and the pump has passed self-test. Troubleshooting was declined by the customer for time clock anomaly and hyperglycemia. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1715kl was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a.